Event description:
Related manufacture site: 3005334138-2023-00267. During a ventricular tachycardia procedure, a communication issue occurred causing a delay. Upon insertion of the catheter, only the shaft was visible (both in voxel and navx mode). The connection cable, mapping catheter and patches were exchanged which did not resolve the issue. As they were in a hurry, the procedure was postponed. The system was then used with a second patient, and everything functioned properly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.

Event description:
During a ventricular tachycardia procedure, a communication issue occurred causing a delay. Upon insertion of the catheter, only the shaft was visible (both in voxel and navx mode). The connection cable, catheter and patches were exchanged which did not resolve the issue. As they were in a hurry, the procedure was postponed. The system was then used with a second patient and everything functioned properly.